Event description:
Additional information received from the healthcare provider indicated that the device was not removed, and the patient indicated that the device not being held by tissue was wrong information. Clarification on the event was attempted, but there remained a discrepancy with the information provided by the sources. Further information received from another hcp indicated that the interstim device was removed on (B)(6) 2009. The reason for explant was not listed in the medical records. It was noted that the only visits following the explants were for bladder injections. No other information was available regarding the device.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v226714, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and interstim - other. It was reported their device was removed because the tissue would not hold it, regarding the battery and lead.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.